Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx, 4mm proximal from the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous vein side. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous translumnal angioplasty of the shunt. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon the first inflation. The device was removed by normal method and the procedure was completed with a different device. There were no complications reported and the patient was stable after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion area was located in a moderately tortuous vein side. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a percutaneous translumnal angioplasty of the shunt. During the procedure, it was noted that the balloon ruptured at 6 atmospheres upon the first inflation. The device was removed by normal method and the procedure was completed with a different device. There were no complications reported and the patient was stable after the procedure.